Manufacturer narrative:
This report was previously submitted under 1822565-2013-00326. The revision operative notes indicate that the patient was revised due to tibial loosening. It was noted that the tibial component was felt to have micro-motion. Upon removal it was noted that very little cement had adhered to the tibial component. It was also noted that a 17mm articular surface was used (a 7mm increase from the previously implanted articular surface). Implantation operative notes noted excellent position after re-cutting the distal tibial resection. It was noted that the tibia was the first component to be cemented, and all excess cement was removed. There are no indications that the recommended surgical technique was not followed. A definitive root cause cannot be determined with the information provided. Investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised due to loosening. It was also reported that the patient underwent manipulation on (B)(6) 2008.